Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced issue with two infusion sets on (B)(6) 2026 as quick release was not tightly connected and patient was not able to connect the quick release successfully which led to leakage at the quick release.